Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. X-ray imaging was performed and confirmed externalized conductors of the rv lead. The rv lead was capped and replaced. The patient was stable.